Manufacturer narrative:
Investigation results: based on the investigation and with no sample analysis the symptom reported by the customer could not be confirmed. We will continue monitoring the complaint trend for the product and symptom. With no actual sample analysis, a probable root cause could not be offered.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd needle 18x1-1/2 blunt fill was broken. The following information was provided by the initial reporter: material # 305180 batch # 5002107. Verbatim: rcc received a complaint via email. Email(s) attached. I have been looped into a previous product failure regarding a bd blunt needle. The needle from this incident was not saved. My apologies for the late submission. Let me know if there are any additional questions. Date of incident: (B)(6) 2025. Location: incident: ¿rn was drawing up naropin, and the blunt tip needle broke off in the vial. Bd blunt fill needle ref # 305180, 18g x 1 1/2 tw, lot 5002107¿ device details: ref # 305180 lot 5002107.